Manufacturer narrative:
Checking the device history records (dhrs) no pre-existing anomalies were detected on the reported lot number 2434865. This is the first complaint received on lot number 2434865. A final report will be submitted after the investigation is completed.

Event description:
During surgery, two separate packages of locking caps (product code: 1975.15.594, lot: 2434865 - ster: 2500040) were opened, but the caps could not be applied due to failure of the angle-stable lockiag mechanism. That issue prevented proper fixation. The procedure could not be carried out as planned because the angular-stable caps could not be implanted due to the issue on cap closure. This resulted in a delay of approximately 15-20 minutes. The devices have been discarded.